Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter. The customer reports that an umbilical venous catheter and an umbilical artery catheter were placed on (B)(6) 2011 for monitoring and support in a newborn with respiratory distress. It was noted three hours after placement that the umbilical artery catheter was leaking from just under the luer connection, and the catheter was removed. The pt is still in the hospital.